Manufacturer narrative:
The device was received by a company representative and is in transit to the manufacturing site for investigation. Investigation including root cause analysis will be completed. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. There is one other complaint in the lot. (B)(4).

Event description:
A surgeon reported that during an intraocular lens (iol) implant procedure, a lens haptic was torn during insertion into the eye. The intraocular lens was removed and not replaced. The patient remains aphakic. Additional information was requested.

Manufacturer narrative:
The lens was returned for evaluation. Solution is dried on the lens. One haptic is pulled out of the haptic insertion area (not returned). The optic is split on the anterior side of the haptic insertion area. The customer indicated the use of a non-qualified cartridge. The customer indicated the use of a non-qualified handpiece. The root cause is most likely related a failure to follow the dfu. The account used an unqualified lens/cartridge combination. The use of non-qualified combinations may result in delivery issues and/or damage. Haptic manufacturing is a validated process with multiple inspections to verify the quality of the produced haptic material. These inspections include a verification of the dimensional accuracy, tensile strength, flexibility and cosmetic appearance. The inspections ensure that the material meets all required specifications before it is allocated for use. Additional information was provided in d.10., h.3., h.6. And h.10. The manufacturer internal reference number is: (B)(4).